Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump's control iq software was not functioning as intended. The customer declined troubleshooting with tandem technical support and declined to provide additional information.